Event description:
It was reported that the insulin pump alarmed no delivery several times during normal basal deliveries. The customer stated that he resumed the insulin delivery several times and it worked. He noted that another time, he changed the infusion set, and this resolved the issue. He also reported that on one occasion, no matter how much insulin was in the insulin pump, he was unable to lower his blood glucose levels. He noted that the insulin pump had not alarmed any errors during that event. The blood glucose reading was estimated to be about 200 mg/dl, but he was unsure exactly. The cause of the no delivery alarms could not be determined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.